Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.